Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of her husband who received high readings from the adc freestyle libre sensor. The customer obtained a 'hi' sensor reading message (readings >500 mg/dl) as compared to a reading of "lo" (readings lower than 20 mg/dl) obtained on the built-in meter. The customer experienced unspecified symptoms of hypoglycemia, sweating, was incoherent, and was unable to walk. The customer was provided with a (B)(6) bar and orange juice as treatment by his wife. The results were plotted in a parkes error calculator and fell into the ¿e¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed the sensor plug is fully seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported on behalf of her husband who received high readings from the adc freestyle libre sensor. The customer obtained a 'hi' sensor reading message (readings >500 mg/dl) as compared to a reading of "lo" (readings lower than 20 mg/dl) obtained on the built-in meter. The customer experienced unspecified symptoms of hypoglycemia, sweating, was incoherent, and was unable to walk. The customer was provided with a snickers bar and orange juice as treatment by his wife. The results were plotted in a parkes error calculator and fell into the ¿e¿ zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.